Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dead. Initially a message did come up that said device error. The insulin pump had a blank display. The display did not return after inserting a battery. The insulin pump was exposed to moisture. The customer went swimming with the insulin pump and the battery compartment had fluid. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and corroded motor assembly. The insulin pump failed the leak test; the insulin pump leaked at the back of the case due to a cracked at the battery tube area and battery tube thread. The insulin pump had cracked select button at the keypad overlay, minor scratched lcd window, case and keypad overlay.